Manufacturer narrative:
Based on the review of the data, predictive low alerts were asserted around 5:28 pm est on (B)(6) 2019 and low glucose alerts were asserted from around 6:18 pm. The system did alert the user about the hypo event. There is no malfunction with the system and the system functioned as per design. G1,2 contact information was updated h6 results code was updated to 213. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On oct 23rd, 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.